Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Primary analysis findings: no anomalies found. Blood/body fluid was present in the distal conductor (no obstructed), outer tubing overlay and helix/lobe mechanism. Electrical testing to determine continuity of the conductor(s) passed.

Event description:
It was reported, during the implant procedure, adequate position could not be obtained; threshold values unacceptable. Additional note indicated cardiac vein anatomy was sparse. Consequently, the lead was withdrawn. No patient complications have been reported as a result of this event.